Manufacturer narrative:
The product was not returned for evaluation. The device history records (DHR) evaluation was performed for the product code: 46827 identified in the complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures and specifications . The product was released by quality assurance. No root cause was identified. Manufacturing conducts visual and functional inspections throughout production aside from the qa inspection. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
The n95 duck-type masks are breaking. It was reported this occurred during use. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time.